Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were unresponsive for three months. The patient reported that the buttons required increased force to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed all keypad buttons are responding intermittently when pressed; no physical damage was observed to the keypad .contamination around all button contacts was observed when keypad cover was removed. Unrelated to this complaint, the pump boots to a reddish display screen: information is difficult to read. The pump was opened and a test display was inserted; the reddish tint did not travel to the test display.